Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 225 mg/dl, 114 mg/dl, 94 mg/dl, 125 mg/dl, 111 mg/dl, and 131 mg/dl within 10 minutes on the advantage test system. No action was taken based on device results. No adverse event reported. No quality controls were used. Information suggests comparison was performed in the home. Requested return of suspect test system and replacement was sent. Advantage test system: meter, strip lot 549307, exp 12/31/2007, cat/3000141.